Manufacturer narrative:
No parts or files have been returned to the MFR.

Event description:
A registered nurse reported that they were unable to track the passive biopsy needle during the procedure, they reportedly were seeing a red status indicator passive biopsy needle. The surgeon elected to proceed without a guided needle and performed a successful biopsy. There was no harm to the pt.